Event description:
Philips received a complaint on the v60 ventilator indicating that the returned flow sensor assembly (fsa) produced a proximal pressure sensor autozero failed alarm. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The philips product investigation lab (pil) tech observed the device produce the alarm, and during the troubleshooting process the pil tech verified that the alarm was due to a faulty solenoid 3 of the fsa. The pil tech verified this by installing a known good working solenoid 3 into the same position in the returned fsa and the device operated as expected with the known good working solenoid 3. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.